Manufacturer narrative:
Complainant/facility: (B)(6). Cev134: evaluation of cev134 indicated that the electrode coating was heavily damaged. The damage was most likely a result of impact or excessive abrasion during use or the processing stages. Cev649-5b (qty 2): evaluation of both cev649-5b devices indicated that the tube sheathing was damaged. The most likely cause of the damage is a result of impact during use and the reprocessing stages. Cev634-1a: evaluation of cev634-1a indicated that the electrode was in short circuit. No surface fault was observed. However, the fault origin could not be determined. There are most likely multiple causes. Cev625-1: evaluation of cev625-1 (qty 2) indicated that one of the inserts were bent, which was most likely a result of excessive duress during use or the reprocessing stages. Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(6). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. (B)(4).

Event description:
Six devices [cev134, cev649-5b (qty 2), cev634-1a, cev625-1 (qty 2)] were returned for repair to mxi service and repair.